Event description:
Per the clinic, the patient experienced pain at the implant site and extrusion. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of this date of report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.